Event description:
It was reported that the asymptomatic patient presented in the hospital after receiving inappropriate high voltage therapy. Interrogation revealed misdiagnosis of svt as vt. The device was reprogrammed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.